Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the 63 devices were returned in the sterile packaging. The devices were functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Additional batch # g9jx8t mfg date: 4/19/2010, exp date: 03/19/2015. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4):all the trocars are with the optiview technology.the trocar made a noise that was hard to ignore.there was a drop in the pressure and the surgeon lost visibility.an echelon flex 45 was inserted in the trocar.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the trocar was leaking air from the valve when using an echelon 45 flex. Another device was used to complete the procedure. There were no adverse consequences for the patient.